Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The anterior cuff was still loaded in the pocket. There was no needle strike mark on the foot. During the investigation, a proxy plunger was inserted and the needle trajectory was acceptable. The anterior cuff was captured successfully. Also, the needle trajectory is checked during the manufacture of the device. Based on the evidence found on the returned device, the anterior cuff was missed and this confirmed the reported event. The most probable cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. Based on the analysis of the device and the inspection criteria, cuff miss experience appears to be related to the operational context during use of the product. There does not appear to be any indications of a product quality problem. No manufacturing or quality inspection deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. There does not appear to be any indications of a product quality issue. No manufacturing or quality inspection deficiency was detected.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.